Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery sheath for an attempted left atrial appendage (laa) closure in an 88-year-old male patient with a history of coronary artery bypass graft (CABG) surgery. Trace but not significant pericardial effusion had been noted on transesophageal echocardiography (tee) around the left atrial appendage (laa) prior to the procedure. The transseptal puncture was challenging due to complex anatomy; the septum was very thin and mobile. The first transseptal puncture attempt was too superior, and a second attempt was made at a mid-mid location, which was safe and acceptable but not optimal for laa closure. During the transseptal puncture and catheter manipulations, pericardial effusion began to develop around the left atrial appendage (laa) and the right ventricle (rv), before the amulet device had been deployed. The effusion was monitored closely, and since the patient remained hemodynamically stable, the team decided to proceed with deploying the amulet device. The device was successfully implanted after one partial recapture. However, fluid continued to accumulate around the right ventricle (rv), prompting emergent pericardiocentesis and reversal of anticoagulation with protamine sulfate. Approximately 700 milliliters (ml) of fluid was drained. Cardiac tamponade was confirmed during the procedure. The effusion was eventually controlled to mild/trace, and the patient¿s condition improved from hemodynamically unstable to stable. Heparin was administered at the beginning of the procedure at a dose of 100 units/kg, and activated clotting time (act) levels were maintained at > 300 throughout. The left atrial pressure during the procedure was 12¿14 mmhg. A wire was never placed in the laa. At the end of the case, the physician stated that the pericardial effusion was not device related and considered the cause to be transseptal puncture and/or catheter manipulations.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be determined. It is possible due to procedural circumstances; however this cannot be confirmed. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery sheath for an attempted left atrial appendage (laa) closure in an 88-year-old male patient with a history of coronary artery bypass graft (CABG) surgery. Trace but not significant pericardial effusion had been noted on transesophageal echocardiography (tee) around the left atrial appendage (laa) prior to the procedure. The transseptal puncture was challenging due to complex anatomy; the septum was very thin and mobile. The patient was taking asa ((acetylsalicylic acid) .the first transseptal puncture attempt was too superior, and a second attempt was made at a mid-mid location, which was safe and acceptable but not optimal for laa closure. During the transseptal puncture and catheter manipulations, pericardial effusion began to develop around the left atrial appendage (laa) and the right ventricle (rv), before the amulet device had been deployed. The effusion was monitored closely, and since the patient remained hemodynamically stable, the team decided to proceed with deploying the amulet device. The device was successfully implanted after one partial recapture. However, fluid continued to accumulate around the right ventricle (rv), prompting emergent pericardiocentesis and reversal of anticoagulation with protamine sulfate. Approximately 700 milliliters (ml) of fluid was drained. Cardiac tamponade was confirmed during the procedure. The effusion was eventually controlled to mild/trace, and the patient¿s condition improved from hemodynamically unstable to stable. The patient was in atrial fibrillation. Heparin was administered at the beginning of the procedure at a dose of 100 units/kg and during the procedure 200 u/kg, and activated clotting time (act) levels were maintained at > 300 throughout. The left atrial pressure during the procedure was 12¿14 mmhg. A wire was never placed in the laa. At the end of the case, the physician stated that the pericardial effusion was not device related and considered the cause to be transseptal puncture and/or catheter manipulations.